Event description:
The noise was unable to be accurately measured due to the programmed stored electrogram settings on the device.

Manufacturer narrative:
He results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting several episodes of noise reversion recorded on stored electrograms. Noise was unable to be accurately measured due to a diagnostic issue. Programming interventions were made. The patient was stable.